Event description:
Additional information received reported that the patient had a battery replacement on (B)(6) 2014. The manufacturer representative was called for the replacement. Before the replacement surgery the patient told the manufacturer representative that they were unable to charge the old device. However, when the manufacturer representative tried, it was charging just fine. The healthcare professional (hcp) and patient decided that it was the patient who was unable to charge and not a device or recharging equipment issue. A decision was made to replace the battery with new. All devices were discarded since there were no issues with them. The manufacturer representative saw the patient one day post-operative and the patient reported they were doing fine.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient was only getting three coupling bars six days after implant. It was noted the patient was a little swollen. It was reported antenna locate was performed three times and did not resolve the issue. It was noted the patient had been in too much pain to recharge or program prior to day of call. It was later reported by the manufacturer representative that the patient was trained but ¿we¿ were unable to charge. It was noted that the manufacturer representative attempted on two different occasions to recharge. The cause of the event was believed to be determined. The patient was able to use the patient programmer to adjust stimulation but because the recharging antenna produced no more than two bars ¿we¿ believed that the battery was too deep. However, it was noted that it was ¿not specifically¿ device related. It was noted that the battery would be repositioned in a future case. Additional information was requested but was not available at the date of this report.